Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15223481 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the orbit mini complex fill2.5x3.5 coil stretched during repositioning in the aneurysm. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the (mc) headway microcatheter at all times, and the same microcatheter was utilized to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel and electronic heater. No damages were noticed after it was re-shaped. There was no resistance when the coil was inserted in the microcatheter or any other time or kinks in the mc that may have contributed to the event. No further information was available. There was no reported injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched but still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed events.

Event description:
During a coil embolization procedure, the orbit mini complex fill 2.5x3.5 coil stretched during repositioning in the aneurysm. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the (mc) headway microcatheter at all times, and the same microcatheter was utilized to complete the procedure. The mc was re-shaped prior to use with the shaping mandrel and electronic heater. No damages were noticed after it was re-shaped. There was no resistance when the coil was inserted in the microcatheter or any other time or kinks in the mc that may have contributed to the event. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.